Event description:
It was reported that the patient presented at the emergency room due to receiving a shock. The patient's ventricular tachycardia (vt) rhythm was accelerated to ventricular fibrillation (vf) after anti-tachycardia pacing therapy from the implantable cardioverter defibrillator (ICD). Follow up was conducted and the nurse stated the patient's implantable cardioverter defibrillator (ICD) inappropriately detected anti tachycardia pacing, which then put the patient's rhythm into sustained ventricular tachycardia (vt). The patient received a shock from this. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.